Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: h11: the device was received for evaluation. During evaluation, the reported problem of '345 errors' was reproduced. A review of the event history log (ehl) revealed occurrences of "system error 345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream thermistor out of range. The ultrasonic senor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.